Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w (interpreted as between periods)"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy), salping. (Bilateral) (interpreted as salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis and urinary tract infection had resolved and the allergy to metals, rash, skin disorder, fatigue, gastrointestinal disorder, tooth disorder, nervous system disorder, headache and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w (interpreted as between)periods), allergy, bladder infection., uti, and fatigue, gi conditions, dental problems., neuro conditions/problems. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event pelvic pain. New events added: abdominal pain, dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash, skin condition, nickel allergy, bladder infection, uti, fatigue, gi conditions, dental problems., neuro conditions/problems, headaches, nausea. Event outcome were added. Reporter information were updated. Date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.